Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a power error and a failed battery test followed by a blank display. Blood glucose level at the time of the incident as around 300 mg/dl. The issues were not resolved through troubleshooting. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No flashing white light display, blank display, missing segments/partial display or beeping noted. Unit was received with normal operating currents and no unexpected off no power alarm, low battery alarm or failed battery alarm noted during testing. Long trace analysis confirmed unexpected replace battery alarm, replace battery now alarm and power loss alarm due to connector resistance (electronic board 1). Power error alarm 25 was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (electronic board 1). After disconnecting and reconnecting the internal battery connector at electronic board 1. Pump was monitored and functioned properly. Unit had minor scratched lcd window and cracked select button keypad overlay.